Event description:
It was reported that angiocath plus 24ga x 0.75in hub detached. The following information was provided by the initial reporter: when it opened, hub detach.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter tubing, adapter, and needle hub damage. A ¿v-cut¿ was observed near the catheter tip. No damage was observed on the tubing-adapter junction, the metal wedge in the adapter, and the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through the catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. The needle pierced through the catheter could also occur during product application when the product was manipulated. No damage was observed on the tubing-adapter junction and metal wedge; hence the catheter tubing was intact and secured by the metal wedge to the adapter. No separation of the tubing from the adapter was observed. There was also no damage on the needle hub, so the cannula was intact and not separated from the needle hub. As the sample was returned in open packaging, the actual root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1021485. D.4. Medical device expiration date: 2026-01-31. H.4. Device manufacture date: 2021-01-21.

Event description:
It was reported that angiocath plus 24ga x 0.75in hub detached. The following information was provided by the initial reporter: when it opened, hub detach.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that angiocath plus 24ga x 0.75in hub detached. The following information was provided by the initial reporter: when it opened, hub detach.